Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The customer's blood glucose level was in the "300's mg/dl". No adverse event was reported. The cartridge lot number was not provided. The cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.